Manufacturer narrative:
Received a 5f dignity port for evaluation. A visual inspection revealed a hole in the base of the port. A functional analysis showed the port base to leak from two different areas in the port base. The device was forwarded to the device manufacturer for evaluation.

Event description:
The port was inserted (B)(6) 2017 and after patient complained of infusions hurting; interventional radiology was consulted to evaluate the port. A hole in the back of the port. Was discovered.